Manufacturer narrative:
H11. Corrected data: correction to the g3 date receive by manufacturer submitted on the initial MDR. The date is being corrected to 07/12/2021. It was also identified that a duplicate report for this event was submitted under MFR report 2015691-2021-04554, which was submitted on 08/06/2021 and within 30 days of awareness. No further reporting of this event will be performed on MFR report 2015691-2021-04554 as it is a duplicate. Any supplemental reporting of this event will continue to be reported on this report, MFR report 2015691-2021-04714.

Manufacturer narrative:
Updated sections: d4 expiration date and unique identifier (UDI) number, h4, and h6 type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on oral anticoagulant to treat thrombosis. The subject device is not available for evaluation as it remains implanted in the patient. The root cause of this event was likely patient conditions. Edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
It was reported that a patient with a 31 mm 7300tfx mitral valve implanted for 3 years and 2 months underwent a valve-in-valve procedure due to thickened leaflets - suspected thrombosis, with severe stenosis. Patient presented with cardiogenic shock, chf and renal failure. The procedure was performed successfully with a 29 mm 9600tfx transcatheter valve. The patient tolerated the procedure well and was transferred to the intensive care unit in improving hemodynamic condition. No immediate complications.